Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not bolus" was not reproduced. Flow rate accuracy was performed and the device met specifications. The event history log was reviewed and no infusions were found on the event date. However, a review of the logs identified a completed primary bolus after the event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction required for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not bolus. This was observed during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.